Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The device has not been returned. If the device returns, a device investigation will be performed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008680601-2018-00554 and 3008680601-2018-00555. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the physician was attempting to treat a spherical 7.3mm x 5.5mm internal carotid artery terminus bifurcating aneurysm with a 4.5mm neck with a pulserider t, 3mm, 8mm arch (201d / 3165-14), the physician was unable to position the device over the aneurysm neck. The aneurysm did lay slightly to the left toward the anterior cerebral artery (aca) which was not appreciated in the pre-procedural images. The parent vessel measured 3.1mm on the 3-d imaging with no severe tortuosity and no calcification near the deployment site. The pulserider t, 3mm, 8mm arch was successfully deployed in the extra-aneurysmal orientation, but the physician was not satisfied with the positioning, and after re-sheathing, the intra-aneurysmal orientation was tried. After deploying the device two more times achieving the positioning he wanted to see, the physician continued to fully deploy the remaining portion of the device, however, the device would not stay in place and would drop proximally. A decision was made to try another pulserider device with a different shape. The second pulserider device chosen was the pulserider y, 3mm, 8mm arch (301d / w3141-17). It was deployed in the intra-aneurysmal orientation; the physician again tried unsheathing the remaining part of the device, but this time not only did it fall back proximally, it also suddenly rotated or spun a little. Two more attempts were made with the same result. A continuous flush had been maintained through the prowler select plus straight .021 microcatheter ((B)(4)), and there was no resistance between the microcatheter and pulserider. It was reported that the rotating hemostat valve (rhv) had been tightened on the microcatheter to hold the delivery wire in position. After positioning the device just proximal to the aneurysm neck at the level of the vessel bifurcation, the delivery wire and the microcatheter were gently pulled back until the excess slack was removed and the tip of the microcatheter began to move. The stored energy was released. The device had been advanced without rotation and rotated as it was being retraced. The pulserider was re-captured in the microcatheter and removed from the patient without additional intervention. The physician then moved to just a standard stent assisted coiling procedure which was completed successfully. During the discussion after the completion of the procedure, it was believed that it was the physician set up and the radial approach to the case. The physician admitted to not having good support below and not being able to advance and park his sheath and intermediate microcatheter where he normally likes to create optimal stability. The physician believes that the lack of stability and purchase is what led to an unstable system and ultimately, the pulserider device continuously falling back out of place. There was no injury or adverse patient consequence, the case was successfully complete, and the patient was discharged the following day. The procedure was delayed by 35 minutes for both events. The device is available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that the physician was attempting to treat a spherical 7.3mm x 5.5mm internal carotid artery terminus bifurcating aneurysm with a 4.5mm neck with a pulserider t, 3mm, 8mm arch (201d / 3165-14), the physician was unable to position the device over the aneurysm neck. The aneurysm did lay slightly to the left toward the anterior cerebral artery (aca) which was not appreciated in the pre-procedural images. The parent vessel measured 3.1mm on the 3-d imaging with no severe tortuosity and no calcification near the deployment site. The pulserider t, 3mm, 8mm arch was successfully deployed in the extra-aneurysmal orientation, but the physician was not satisfied with the positioning, and after resheathing, the intra-aneurysmal orientation was tried. After deploying the device two more times achieving the positioning he wanted to see, the physician continued to fully deploy the remaining portion of the device, however, the device would not stay in place and would drop proximally. A decision was made to try another pulserider device with a different shape. The second pulserider device chosen was the pulserider y, 3mm, 8mm arch (301d / w3141-17). It was deployed in the intra-aneurysmal orientation; the physician again tried unsheathing the remaining part of the device, but this time not only did it fall back proximally, it also suddenly rotated or spun a little. Two more attempts were made with the same result. A continuous flush had been maintained through the prowler select plus straight .021 microcatheter (606s255x), and there was no resistance between the microcatheter and pulserider. It was reported that the rotating hemostat valve (rhv) had been tightened on the microcatheter to hold the delivery wire in position. After positioning the device just proximal to the aneurysm neck at the level of the vessel bifurcation, the delivery wire and the microcatheter were gently pulled back until the excess slack was removed and the tip of the microcatheter began to move. The stored energy was released. The device had been advanced without rotation and rotated as it was being retraced. The pulserider was re-captured in the microcatheter and removed from the patient without additional intervention. The physician then moved to just a standard stent assisted coiling procedure which was completed successfully. During the discussion after the completion of the procedure, it was believed that it was the physician set up and the radial approach to the case. The physician admitted to not having good support below and not being able to advance and park his sheath and intermediate microcatheter where he normally likes to create optimal stability. The physician believes that the lack of stability and purchase is what led to an unstable system and ultimately, the pulserider device continuously falling back out of place. There was no injury or adverse patient consequence, the case was successfully complete, and the patient was discharged the following day. The procedure was delayed by 35 minutes for both events. The pulserider t, 3mm, 8mm arch was returned for evaluation. The investigation finding is documented below. The pulserider device was received retracted and contained inside the introducer. The introducer was received saturated with dry blood. No other damages were noted on the device. Functional analysis could not be performed due to the introducer being saturated with dry blood. The dry blood residues do not allow for the movement of the pulserider device inside the introducer tube. A review of manufacturing documentation associated with this lot (w3165-14) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. With the information provided in the complaint and the condition of the returned pulserider device from lot w3165-14 that rendered the device unable to undergo functional analysis, the reported issue had difficulty with positioning the device over the aneurysm neck could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. The presence of the dry blood residues noted on the returned pulserider device suggests that an insufficient amount of flush may have contributed to or factored into the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008680601-2018-00554 and 3008680601-2018-00555. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). Updated sections: concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR. A review of manufacturing documentation associated with this lot: (w3165-14) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product was received and is pending evaluation. The manufacturer will submit a supplemental report once evaluation is completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008680601-2018-00555. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.